Event description:
(B)(4). The dealer reported that the tdxsp power wheelchair frame was bent. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although three different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).